Event description:
Additional information was received from the account: event details were asked, but the contact indicated he is only the biomed and doesn't have any more information. He just knows that there was no adverse effect for the patient. He provided a name and number for the risk manager to follow up on the details of the event. Attempts have been made to contact the risk manager, but no information has been received to date. If additional information is received at a later time, a supplemental will be sent.

Manufacturer narrative:
(B) (4). Damaged firing trigger handle the analysis results found that the device was received with the firing trigger handle broken and with no reload present. The firing mechanism was noted to be damaged. No additional functional test could be performed. The device was disassembled to verify the condition of the internal components and no anomalies were found. A batch record review was performed and no anomalies were found during the manufacturing process. (B) (4)